Event description:
First one has a seam that holds the tampon together and it is coming out [device breakage]. No adverse event [no adverse event]. Take tampon out of cardboard and insert manually [device use error]. Case narrative: consumer reported via phone that the tampon seam is coming out. No injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
First one has a seam that holds the tampon together and it is coming out [device breakage] no adverse event [no adverse event] take tampon out of cardboard and insert manually [device use error] case narrative: consumer reported via phone that the tampon seam is coming out. No injury reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
First one has a seam that holds the tampon together and it is coming out [device breakage] no adverse event [no adverse event] take tampon out of cardboard and insert manually [device use error] case narrative: consumer reported via phone that the tampon seam is coming out. No injury reported.